Event description:
It was reported that a loose tip protector was observed in the overpouch of an interlink system non-dehp IV cath ext set. No additional information is available.

Manufacturer narrative:
(B)(4). During visual inspection the tip protector was observed to be separated from the set. The reported condition was confirmed. The root cause could not be identified.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional relevant information becomes available, a follow-up report will be submitted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.